Event description:
It was reported that the implantable cardiac monitor exhibited ventricular undersensing. The device was reprogrammed.

Manufacturer narrative:
Analysis found normal device characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the device was explanted and replaced.